Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece and was retrieved from the patient. The procedure was completed with another handpiece. There were no patient complications.